Event description:
Refering to 1000165971-2012-00301: the pacemaker involved in this complaint was interrogated on (B)(6) 2012. Reportedly, episodes of ventricular oversensing showing artefacts at 8hz (125ms intervals) on the egm strips had been recorded in the implant memories. The longest episode duration was greater than 10 hours. Preliminary analysis showed that the oversensing phenomenon started on (B)(6) 2012 as observed in the patient records dated (B)(6) 2012; it is very likely related to a lead issue or a connection issue. Recommendations were provided to check lead integrity and proper connection. Update received on (B)(6) 2014: it was reported that a re-intervention was performed due to loss of capture. During the re-intervention, the associated ventricular lead tested normal, but it was able to be removed from the header connector with very little traction. Another pacemaker was implanted.

Event description:
Refering to 1000165971-2012-00301: the pacemaker involved in this complaint was interrogated on (B)(6) 2012. Reportedly, episodes of ventricular oversensing showing artefacts at 8hz (125ms intervals) on the egm strips had been recorded in the implant memories. The longest episode duration was greater than 10 hours. Preliminary analysis showed that the oversensing phenomenon started on (B)(6) 2012 as observed in the patient records dated (B)(6) 2012; it is very likely related to a lead issue or a connection issue. Recommendations were provided to check lead integrity and proper connection. Update received on 13 nov 2014: it was reported that a re-intervention was performed due to loss of capture. During the re-intervention, the associated ventricular lead tested normal, but it was able to be removed from the header connector with very little traction. Another pacemaker was implanted.